Manufacturer narrative:
The eval is currently underway. A f/u report will be initiated when the eval is complete.

Event description:
Under-infusion. Pt was a female in the labor and delivery dept giving birth. The administered drug was lactated ringers. The pump was running and began giving a continuous high pitch alarm. The lights indicated that the pump was running but it had stopped. The infusion was not complete. The pump was switched with another one and the infusion was continued. The pt was not injured.